Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) was confirmed. During the distributor evaluation the monitor was intermittently unable to power on properly. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. The distributor reported that a patient's monitor was making a high-pitched noise and wasn't powering on properly.